Event description:
Allegedly removed during revision of neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00023, 00025, and 00026.